Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that there wasn't "good contact" between the usb cable and pump usb port. Customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was 156 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.